Manufacturer narrative:
The device was received and evaluated. The received device was inspected and the exposed portion of the soft cannula was found to be bent. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 393 mg/dl. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the hip/buttocks.